Event description:
New information received noted that the lead was explanted and successfully replaced. There were no patient consequences.

Event description:
New information received noted that the lead exhibited post-sensed t-wave oversensing (pstwos) and decreased r-wave amplitudes. Additional programming changes were completed. The patient was stable.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were completed. The patient was stable and asymptomatic.